Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose over 400mg/dl, and her blood glucose was treated with a manual injection. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found bad battery, low reservoir and no delivery alarms. The customer stated that the drive support cap was flush. Performed the high pressure test and passed. Instructed the caller to remove the cannula and it was bent. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.